Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they no fault found for won't turn on / off, pmc unit. Lvp lifted keypad. Recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 30sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the based on the findings, service was unable to determine the probable cause of the reported issue.. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. The device connects then shuts down a second later. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d9- correction to e2,g2-added healthcare professional. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted that there was no fault found. Based on the findings, the probable root cause of the reported issue was due to the based on the findings, service was unable to determine the probable cause of the reported issue. A review of the device history record showed the device had a manufacture date of 30sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. The device connects then shuts down a second later. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not turn on/off. The device connects then shuts down a second later. No additional information was provided. There was no patient involvement.